Event description:
It was reported the lead had increased pacing threshold. It was noted that dislodgement of the lead was not found on x-ray, and that analyzer testing of the lead found high pacing threshold, with normal impedance and no noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the distal and proximal conductors were distorted, there was blood in/on the helix mechanism, there ws tissue on the helix and there was apparent explant damage.